Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be provided once additional information is received from the complainant.

Event description:
"It was observed on (B)(6) 2020, peripheral parenteral nutrition extravasation with blood reflux. Hub was broken."